Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad, with corrosion. No damage was found to the returned battery cap. The returned battery cap attached to the pump and powered it on. The test cap successfully completed 24 hour testing. No power on resets were duplicated during investigation. A leak was found in the battery compartment the pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.